Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported her insulin pump was exposed to moisture. Customer's blood glucose was 70 mg/dl. The customer stated she had fallen off the dock with her bathing suit on. She stated there was now moisture or condensation on the top left of her display. It was also found the insulin pump passed the self test. The customer was advised to monitor the insulin pump. No additional information provided.